Manufacturer narrative:
The lead was sent to the pathology laboratory of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pocket closure at implant, the patient electrogram (egm) suggested this right atrial (ra) lead was dislodged. The dislodgment was confirmed via fluoroscopy. The surgical pocket was reopened and the ra lead was successfully repositioned. A post operatory interrogation revealed the lead dislodged again a few hours after the reposition. As result, the patient underwent a revision wherein the lead was extracted and a new ra lead was implanted. No additional adverse patient effects were reported.